Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: plastic distal end cover had a burn; the adhesive around the light guide lens was cracked, had a white clouded area; the adhesive around the objective lens had a white clouded area; due to clogging of the nozzle, water removal ability and the water supply volume did not meet standard value; adhesive on the distal sheath was cracked, chipped and had a white clouded area; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; and scratches were found on multiple location on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope presented with air/water flow issue. No patient injury or procedure impact reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which may cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely foreign material remained in the device due to insufficient reprocessing. The nozzle was not reported to have been deformed but it was confirmed reprocessing had not been correctly implement in line with the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown when the foreign material adhered to the device. Pre-cleaning information: there was no delay to the start of pre-cleaning, which was properly implemented. The air/water nozzle was flushed with water and air. Manual cleaning information- there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was not wiped/brushed with a clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. There were no noted concerns regarding reprocessing. The event can be detected by following the instructions for use (IFU) which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function: when use the air/water valve: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.